Manufacturer narrative:
Concomitant product(s): product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v561214, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642 serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported during a revision surgery of normal battery depletion, there was low impedance measurement of 8 ohms on 0 and 3 with the new implantable neurostimulator (ins). The doctor was going to take out the lead, wipe it down, and re-insert it. The doctor would not program the patient on the 0 and 3 electrodes. Additional information received four days later reported there were no symptoms. The cause of the low impedance was not determined.